Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece overheated. According to the account it is not known if this occurred during a procedure or if there was pt involvement. There were no reports of injury or adverse consequences.